Manufacturer narrative:
The reported failure related to the system pca-cpu daughter card vpowerfail circuit is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for service. There were no reports of patient harm or injury associated with this event. The device was evaluated at a third-party service center. Upon inspection, the humidifier feet were found to be missing, and the enclosure seal kit exhibited physical damage. During functional testing, the device initially failed the nurse call on/off test. This failure was attributed to operator error, as the required adapter for the nurse call test was not used. The device was retested with the appropriate adapter and subsequently passed. The device also failed the red alarm led test, which verifies proper led function during alarm conditions. Device log files were successfully downloaded and reviewed. A ¿ventilator service required¿ error was identified, indicating a failure associated with the system pca¿cpu daughter card vpowerfail circuit. The printed circuit assembly (pca) was replaced to correct this issue. Following repair, the device successfully passed all required testing.